Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain'), uterine injury ('uterine lacerations'), genital injury ('fallopian tubes lacerations'), genital haemorrhage ('haemorrhages') and syncope ('fainting') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), groin pain ("inguinal pain"), back pain ("lumbar pain"), menorrhagia ("irregularity of period (abundant or non-existent or abnormal duration)"), menstruation irregular ("irregularity of period (abundant or non-existent or abnormal duration)"), amenorrhoea ("irregularity of period (abundant or non-existent or abnormal duration)"), vaginal discharge ("vaginal leakages"), dizziness ("dizziness"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problem (tooth loss)"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decrease of sight"), ear disorder ("ear disorders"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), joint swelling ("swelling of the hands and ankles") and hyperhidrosis ("abnormal sweating") and was found to have weight increased ("abnormal weight changes (both increasing and decreasing)"), weight decreased ("abnormal weight changes (both increasing and decreasing)") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, uterine injury, genital injury, genital haemorrhage, syncope, hypersensitivity, groin pain, back pain, menorrhagia, menstruation irregular, amenorrhoea, vaginal discharge, dizziness, arthralgia, nausea, vomiting, alopecia, tooth loss, food intolerance, fatigue, insomnia, affective disorder, libido decreased, tachycardia, depression, cystitis, dermatitis, visual impairment, ear disorder, weight increased, weight decreased, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, uterine leiomyoma and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amenorrhoea, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: the events occurred in six clients (unspecified for individual cases) after essure implantation. Relevant duration of the pathologies that have affected clients from the moment of implant of device and until its recent explant (where occurred) and therefore for a variable period of time ¿ depending on the case ¿ from a minimum of two to over ten years, during which clients were forced to undergo repeated specialist medical examinations (gynecological, radiographs, magnetic resonances, CT scans, etc.). In some instances the diseases have caused damages of permanent kind. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-oct-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain'), uterine injury ('uterine lacerations'), genital injury ('fallopian tubes lacerations'), genital haemorrhage ('haemorrhages') and syncope ('fainting') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), groin pain ("inguinal pain"), back pain ("lumbar pain"), menorrhagia ("irregularity of period (abundant or non-existent or abnormal duration)"), menstruation irregular ("irregularity of period (abundant or non-existent or abnormal duration)"), amenorrhoea ("irregularity of period (abundant or non-existent or abnormal duration)"), vaginal discharge ("vaginal leakages"), dizziness ("dizziness"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problem (tooth loss)"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decrease of sight"), ear disorder ("ear disorders"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), joint swelling ("swelling of the hands and ankles") and hyperhidrosis ("abnormal sweating") and was found to have weight increased ("abnormal weight changes (both increasing and decreasing)"), weight decreased ("abnormal weight changes (both increasing and decreasing)") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, uterine injury, genital injury, genital haemorrhage, syncope, hypersensitivity, groin pain, back pain, menorrhagia, menstruation irregular, amenorrhoea, vaginal discharge, dizziness, arthralgia, nausea, vomiting, alopecia, tooth loss, food intolerance, fatigue, insomnia, affective disorder, libido decreased, tachycardia, depression, cystitis, dermatitis, visual impairment, ear disorder, weight increased, weight decreased, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, uterine leiomyoma and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amenorrhoea, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: the events occurred in six clients (unspecified for individual cases) after essure implantation. Relevant duration of the pathologies that have affected clients from the moment of implant of device and until its recent explant (where occurred) and therefore for a variable period of time ¿ depending on the case ¿ from a minimum of two to over ten years, during which clients were forced to undergo repeated specialist medical examinations (gynecological, radiographs, magnetic resonances, CT scans, etc.). In some instances the diseases have caused damages of permanent kind. Further company follow-up with the lawyer or consumer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.